Event description:
Boston scientific received information that this patient experienced cardiopulmonary arrest. Upon interrogation of the device, a pacing failure was noted with high ventricular threshold measurements. As a result, the out was reprogrammed. Electrograms revealed suspected ventricular tachycardia (vt). It was considered that it was stored as a high rate episode caused by the pacing failure. Additionally, electrograms noted a-v dissociation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.